Event description:
It was reported that a spectrum iq infusion pump turned off by itself during a levophed infusion in the adult intensive care unit (aicu). It was further stated that the patient's blood pressure dropped and as a result, which was described as "patient crashed". No further information was provided regarding the patients¿ treatment, outcome or additional event details. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.